Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer reports # . 3005099803-2024-04557 for the associated device information. Boston scientific became aware of an event involving a wallflex colonic soft stent system with anchor lock delivery system and an axios stent and electrocautery enhanced delivery system through the article titled, "salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction", by tiffany z. Yu, et. Al. Per the article, (B)(6) 2023 the following occurred with the 51-yeard old study patient who was suffering different symptoms from moderately differentiated adenocarcinoma: a wallflex colonic soft stent system with anchor lock delivery system duodenal stent was implanted. Two and a half months after the implant, the patient experienced nausea and vomiting. A repeat endoscopy showed duodenal stent stenosis with tumor ingrowth. Subsequently, an axios stent and electrocautery enhanced delivery system was implanted as the physician decided that a second duodenal stent would be inappropriate. Fourteen weeks later during a surgical resection of the patient duodenal mass, it was noticed the axios stent had migrated, creating significant inflammation and fibrosis. This required a resection of the stent along with the gastric body and proximal jejunum. Four days following discharge, the patient required hospital readmission due to post-operative pancreatic fistula that was resolved with a percutaneous drainage. The patient continued with chemotherapy and was found without evidence of disease recurrence.

Manufacturer narrative:
The exact date of event was not reported. July 1, 2022, was utilized as the date of event as the article was received on january and the information indicates the patient issues appeared around two and a half months after the initial implant of the stent and 14 weeks after the axios procedure. The literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reporter facility name is sidney kimmel medical college, thomas jefferson university. Block g2: literature source: tiffany z. Yu, abishek agnihotri, richard zheng, babar bashir, nayeem nasher, charles j. Yeo, avinoam nevler, harish lavu, wilbur b. Bowne, and anand kumar. "Salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction." Clinical journal of gastroenterology (2023) 16:387-391. Imdrf device code a0106 captures the reportable event of tumor ingrowth. Imdrf patient code e2337 captures the reportable event of "duodenal stent stenosis with tumor ingrowth." Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of emesis. Imdrf impact code f2202 captures the "repeat endoscopy" and "eus-gj was subsequently performed." Imdrf impact code f2301 captures the "20 mm lams (axios, bsci)" was used.